Event description:
Information received indicates the bed has no electrical ground.

Manufacturer narrative:
The ground prong on the power cord was broken. The power cord was replaced to repair the bed.